Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as the legal manufacturer received the device. Based on the results of the investigation, it is likely that the error occurred and switches did not work due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the switch was inoperable due to an error caused by the failure of the printed circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to printed circuit board failure. The device evaluation found no other device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
The customer reported to olympus that while using the high flow insufflation unit, there was an error when the power was turned on, the panel display disappeared and there was an alarm sound. This issue occurred during an unspecified therapeutic procedure. The procedure was completed on a similar device there was no patient harm associated with the event.